Event description:
Philips received a complaint from the customer biomed reporting a v60 device shut down while in clinical use. There was no report of patient or user harm. The customer biomed noted an error code of 2002 (system shutdown) in the significant log. The issue of shutdown could not be duplicated. Per the service manual, error 2002 occurs when ventilator is powered off, and no action is required. A philips remote service engineer (rse) recommended the customer continue to run the unit and complete performance verification test (pvt) to verify operational status prior to return to service. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.